Event description:
It was reported that the asymptomatic patient reported to the operating room for generator replacement procedure. Prior to procedure, the right atrial lead exhibited capture anomaly. The lead was capped and replaced successfully. The patient was in stable condition before, during and post procedure.